Event description:
It was reported that during one dural arteriovenous fistula case, the distal of guidewire was fractured in the patient's vessel due to the tortuous vessel condition and fragment left inside the patient. Then, finished the procedure successfully by using coils to occlude the related vessel as it was part of the planned procedure. The patient is doing ok and not added on medication due to the vessel occlusion.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During visual inspection, the guidewire was noted to be kinked approximately 197cm from the proximal end, the guidewire nitinol tubing was broken approximately 199.5cm from the proximal end, the hydrophilic coating was hydrated, and the coating was present, the remaining distal end of the guidewire was not returned, and the guidewire ptfe coating was examined under magnification and peeling was noted approximately 24cm and 31cm from the proximal end. Functional test was not required as the defect was visually confirmed. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿un-retrieved device fragments¿, in addition to the as analyzed ¿guidewire distal end kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The proximal end of the returned device found the ptfe coating was peeled/scraped off approximately 24cm and 31cm from the proximal end. It is most likely the ptfe coating was damaged due to the torque device being insecurely fastened causing it to drag down the wire during use however this cannot be confirmed as the torque device was not returned. Therefore, a cause of 'undeterminable' has been assigned to the as analyzed ¿guidewire ptfe coating peeling'.

Event description:
It was reported that during one dural arteriovenous fistula case, the distal of guidewire was fractured in the patient's vessel due to the tortuous vessel condition and fragment left inside the patient. Then, finished the procedure successfully by using coils to occlude the related vessel as it was part of the planned procedure. The patient is doing ok and not added on medication due to the vessel occlusion.